Manufacturer narrative:
At this time, this rv lead has not been returned to boston scientific for analysis and it is unknown if it will be returned at a later date. As no further information concerning this lead is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was successfully replaced and will be returned for laboratory analysis. No additional information is available. Once the lead has been returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that during a patient follow up, this right ventricuar (rv) lead presented with complete loss of ventricular capture at maximum outputs. A revision was performed and it was discovered that the lead's insulation was damaged. No adverse patient effects were reported.